Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The nurse observed that during nail insertion two of three pegs of the nail interface broke off.